Event description:
Physician's note of august 24, 1989 states pt feels a hard lump in the left lateral breast. Physician feels this was caused by a combination of scar tissue in an area where the breast tissue had been thinned from the biopsy and because of this thinning of the breast tissue the implant is more palpable. There may also be some more superficial scar tissue which contributes to the feeling of a mass present. Upon removal there was no evidence of rupture, leakage or gel bleed.